Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the control body fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the mecha base plate fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the air/water nozzle clogged, the control body corroded, the forward body frame corroded, the mecha base plate corroded, the lg cable connector corroded, the operation channel leak, the operation channel cut, the light guide fiber bundle (lcb) defective, the insertion flexible tube (ift) discolored, the suction channel kink, and the remote control button transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).